Event description:
On october 16, 2008, it was reported to boston scientific corporation that a jag precursor guidewire was used on the same date. (Patient gender, age, and weight unknown) according to the complainant, after extracting and retracting the jagwire two or three times, it was found that the tip of coating was peeled. The procedure was completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual inspection was performed. It was observed that several fragments of pebax were missing from distal tip section thereby exposing the core wire. Upon further examination at 40x magnification, the device surface (pebax) appears to indicate that it had come into contact with a sharp object. Except where noted, the specimen appeared to be visually correct. No other damage or inconsistencies were noted to this specimen during the analysis. The complaint was analyzed and confirmed. According with the event description, the customer alleged having seen the damage after a clinical procedure. Therefore, clinical factors may have impacted on the event as reported.